Manufacturer narrative:
Pt info was not available/no pt(s) were involved in the complaint. No adverse pt effects were reported. If add'l info is received, a f/u report will be submitted. No eval will be performed.

Event description:
A 3m sales rep received info from a customer reporting that their lot of 2269t 3m red dot neonatal monitoring electrodes was not showing a trace. Replacement product was sent to the customer. The affected electrodes are en route to 3m for analysis. Testing from retains found that the defect was isolated to the red wires from mn wire lot 100827. Mn wire has been contacted and will investigate internally to determine a root cause and how much of the lead wire inventory is affected. 3m will continue to monitor for this defect. Corrective action has been recommended.